Event description:
During a percutaneous transluminal angioplasty (pta) to an in-stent restenosis in the subclavian artery, the balloon was reported to have ruptured. The vessel was described as having mild calcification, mild tortuosity and a 100% stenosis. There was no reported patient injury. The product was not available for analysis. As no sterile lot number was available, a review of the device history records or lot history could not be performed. Restenosis is a known potential complication for implanted stents. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.